Event description:
Patient reported "capsular breast contraction from breast implant", "breast is hard to the touch, it has a capsule, sometimes they feel a tingling sensation, a burning sensation, pain, discomfort, and sometimes a rash develops around the breast", changes in shape and size", "inflamed lymph node in the neck", "rash in the neck" and "I have been having trouble with my breast and I have allergen textured implants. They have been recalled". Later patient reported "hardening, burning breast", "muscle aches/pain", "swollen tender lymph nodes", "anxiety", "depression, mood, emotional instability and suicidal thoughts", "skin rashes, acne skin", "headache", "yeast smell/uti infection", "cognitive dysfunction", "night sweats, joint pain, shortness of breath, terrible sleeping, fatigue all the time, low libido, bad vision, horrible taste in mouth, weight gain/loss" considered not device related. Later patient reported "capsular contracture baker grade IV". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "capsular breast contraction from breast implant", baker grade unknown; "inflamed lymph node in the neck".

Event description:
Patient reported "capsular breast contraction from breast implant" baker grade unknown, "breast is hard to the touch, it has a capsule, sometimes they feel a tingling sensation, a burning sensation, pain, discomfort, and sometimes a rash develops around the breast", changes in shape and size", "inflamed lymph node in the neck", "rash in the neck" and "I have been having trouble with my breast and I have allergan textured implants. They have been recalled". Later patient reported "hardening, burning breast", "muscle aches/pain", "swollen tender lymph nodes", "anxiety", "depression, mood, emotional instability and suicidal thoughts", "skin rashes, acne skin", "headache", "yeast smell/uti infection", "cognitive dysfunction", "night sweats, joint pain, shortness of breath, terrible sleeping, fatigue all the time, low libido, bad vision, horrible taste in mouth, weight gain/loss" considered not device related. This record is for the left side. The device remains implanted.